Event description:
Pt revised to address loose cup. Update - litigation papers allege, pt suffered the following personal and economic injuries: past medical expenses, future medical expenses, past lost wages, future lost wages, past and future conscious pain and suffering, physical injury, bodily impairment, mental anguish, emotional distress and loss of enjoyment of life. It is further alleged, pt could not have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said blood-work. Femoral head added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.